Event description:
It was reported that high thresholds and poor sensing were observed. Lead dislodgement was reported. The lead was replaced when a reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.